Event description:
Customer allegedly received the following results, with two different compact meters, within 10 minutes: result in the 30's mg/dl (system 1) result in the 300's mg/dl (system 2) no adverse event reported. The remaining strips were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
(B)(4). It was unknown if the initial reporter sent report to the FDA. No product available to be returned.